Event description:
The user facility reported high friction with the guidewire. There was resistance when pushing the guidewire advantage (gwa) through the navicross 18. The wire was pulled back and the tip was stretched/elongated. The event did not result in patient injury and/or require medical or surgical intervention. The procedure outcome was not reported. The patient impact was not reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy a2: age & date of birth: requested, not provided due to data privacy a3a: sex: requested, not provided due to data privacy a3b: gender: requested, not provided due to data privacy a4: weight: requested, not provided due to data privacy a5: ethnicity: requested, not provided due to data privacy a6: race: requested, not provided due to data privacy d4: model: requested, unknown d4: catalog: navicross18(unknown) d4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted navicross18 was not available, glidewire advantage in combination with navicross18 was available. Ashitaka received the actual gwa sample on october 31, 2024, and upon inspection, a coiled object was found attached to it. This finding led us to consider the possibility that the coiled object could be a component of the navicross18, which was reported to be used in conjunction with the gwa during the event. Therefore, we are conducting an ous-MDR for the navicross18 based on the following investigation results. Visual inspection found that the coiled object was wrapped around the distal end of the gwa. No fracture was found in the gwa. The coiled object underwent an elemental analysis using sem-edx. The analysis result revealed that w (tungsten) was the main component, similar to that of the coil marker of navicross18. * sem-edx (scanning electron microscopy-energy dispersive x-ray spectroscopy): a method for measuring the constituent elements of a sample surface by detecting the energy of characteristic x-rays obtained when electron beams are irradiated on the sample surface. Upon magnifying inspection of the coiled object, transparent materials were observed to be attached to it. The transparent material underwent qualitative analysis using ft-ir, and a spectrum similar to that of ptfe, which is the material of the inner layer of navicross18, was observed. * ft-ir (fourier transform infrared spectroscopy method): an analysis method to confirm the molecular structure of an object by analyzing the spectrum obtained by irradiating the measurement target with infrared rays. Since the wavelength of the infrared radiation absorbed is nearly unique to each object, it is possible to conduct qualitative analysis of the object by comparing it with a standard sample of infrared absorption spectrum. Based on the investigation results, it was inferred that the coiled object was parts of the component of navicross18 (the coil marker and the inner layer). During the magnifying inspection of the gwa, there was no observation of peeling in either the urethane coating layer or the ptfe coating layer. The outer diameter of the gwa was measured and confirmed to meet the factory's specification. No anomaly was observed. Since the product code and lot of the navicross18 were unknown, the manufacturing record and the shipping inspection record could not be verified. Regarding the gwa (ra-fa18181cm, lot 240129a), no anomaly was found in the manufacturing record and the shipping inspection record of the involved product code and lot number. Based on the investigation results, it was inferred that the stretched/elongated object mentioned in the ppr referred to the coiled object attached to the distal end of the gwa. Furthermore, it was thought that the coiled object did not originate from the gwa, but rather from the coil marker of the navicross18, which was used in conjunction with the gwa. However, as it was reported that the reuse of the navicross18 with a new wire was successful during the intervention, and the lack of information about the navicross or other devices, it was not possible to determine the cause of the adhesion of the coiled object. Relevant instructions for use (IFU) reference: "[navicross18] carefully handle the product under fluoroscopy. If any resistance is felt while handing the product, immediately stop the manipulation and find out cause of the resistance in order to avoid damage to blood vessels and separation or breakage of the product." "Before inserting/withdrawing the product, clean the surface of the guide wire with gauze moistened with saline solution. Advancing/withdrawing the product over a guide wire with residual blood on its surface or a guide wire which is not fully wet may result in separation or breakage of the product." "[Glidewire advantage] if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.